Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, serial digital interface (sdi) image was not displayed due to failure of the printed-circuit board. The cause of the qb board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer-returned asset, the visera elite ii video system center presented with no serial digital interface signal due to a failure of the printed-circuit board. The customer did not report any problems associated with the device, and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
No additional issues were identified during the device evaluation. The circuit board was replaced, and the unit resumed its normal function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.